Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
Prior to an unknown procedure, the tip of the active blade fell off. There was no reported paitnet